Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024). Device pending return.

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter shaft of the device was allegedly found to be broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. During the functional evaluation, the device was inflated with an in-house presto inflation device to 8 atm, the balloon-maintained pressure and no water was leaking from the glue joint. On further evaluation, the balloon was inflated to 22 rbp, no water was leaking. When the device was deflated, water was noted near the glue joint. Under microscopic observation, partial circumferential break was noted at the glue joint. No other functional testing was performed. Therefore, the investigation was confirmed for the reported break as water was leaking from a partial circumferential break at the glue joint during the functional testing. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter shaft of the device was allegedly found to be broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024). Device pending return.

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter shaft of the device was allegedly found to be broken. The procedure was completed using another device. There was no patient contact.